Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced symptoms of hemolysis. The pump was explanted from what was noted to be a smaller left ventricle, which may have contributed to the hemolysis. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella cp and purge cassette returned for evaluation. Visual inspection found no issues on the pump. The failure mode could not be reproduced as the pump ran without issue and passed hemolysis test. The cause of hemolysis was unable to be determined as limited clinical details were provided and no issues were found on the pump. The pump passed all post sterile inspection checks.